Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the system kit was missing the usb cable and ac adapter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.